Manufacturer narrative:
The insulin pump was received with a loose or flush drive support disk. The device was also received with a cracked case at display window corners, display window, and battery tube threads, minor scratches on the display window, missing sticker and drive support disk sticker, and a stained back address/serial number label.

Event description:
The customer called and reported the bottom portion of the insulin pump was coming off and the reservoir would not lock in. The customer stated the insulin pump was taped together. The customer's blood glucose earlier that day had been 105 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.